Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, it was mentioned that when the physician was pushing against the septum prior to crossing, an abnormal amount of resistance was felt. Hence, the dilator and trusteer system were pulled out of the patient and saw that the tip of the dilator was deformed, described as mangled/bunched up. The damage was a bulging deformed tip that looked pressed in, not allowing to cross the septum. The device was then replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.